Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is an off-label usage of the device, on (B)(6) 2024. The patient experienced inaccurate cgm values which occurred 5 days after the sensor had been inserted in the arm. On (B)(6)2024, the patient was at school while teaching, she started to feel dizzy and shaking. The cgm reading was 50 mg/dl and there was no bg reading taken. She self-treated with glucose gel. After the treatment, the cgm was still reading 50 mg/dl so her spouse took her to the hospital. There they took a bg reading which was 200 mg/dl and the cgm reading was 160 mg/dl. The doctor tried to calibrate but reading still the same. She was advised to remove both the sensor and omnipod and was treated with insulin shots based on bg meter for a few days until her reading became normal range. The patient was discharged on (B)(6) 2024. At the time of the report, the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator prior to the patient going to the hospital. The reported glucose values fall within the b zone of the parkes error grid when checked in the hospital. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.